Event description:
Customer reported an issue with the touch screen of the pump being unresponsive, making interaction with the screen impossible. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided guidance on resetting the pump, and the customer successfully restored screen functionality following the reset.